Event description:
The patient received his scs system, including an ipg, on (B)(6) 2007. It was reported the ipg now requires more frequent charging. According to the patient, the ipg will only deliver approx 36 hours of stimulation before needing to be recharged. As a result, the patient was recently reprogrammed to lower settings which will allow more time between charges. Additionally, the patient is currently working with his physician in order to determine next steps. Attempts to obtain add'l info regarding the device status and treatment plan for the patient were unsuccessful. According to the MFR's device registration system, the device remains in use.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.